Event description:
It was reported that within a month of implant, the lead exhibited small r-waves, high thresholds, and oversensing and noise. The lead apparently dislodged. During the replacement procedure, the lead helix would not retract completely, and it was suspected that tissue was caught in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on several conductors (not obstructed), as well as the outer tubing overlay. The outer tubing overlay and the outer insulation were breached cut. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head), and the helix/lobe was distorted/bent. The lead exhibited apparent explant damage.